Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional and visual specifications when analyzed under non-physiological conditions. One image was received from the field which appeared to show a used occluder in a cobra conformation outside of the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that a larger sized delivery sheath was used, a 7f delivery system was used and the recommended size is a 6f. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 8mm amplatzer septal occluder was selected for implant on (B)(6)2023 using a 7f amplatzer trevisio intravascular delivery system. The device took on a cobra shape when the left disc was developed. The device was replaced with a new 9mm amplatzer septal occluder. The patient is noted to have no issues.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.